Event description:
Customer reported receiving erratic readings on thier freestyle flash blood glucose monitor. Customer reported receiving readings of 400 mg/dl and 100 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.